Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed self-test for defib and pacer functions. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered that the customer attempted repair of the device. An internal inspection found damage "consistent" with an attempted repair being performed. As a result of the device being tampered with, root cause could not be firmly established. A system interconnection flex cable was replaced and the processor/bridge/pace board was reseated. The device was "rectified" and returned to the customer. Analysis of reports of this type has not identified an increase in trend.